Event description:
Pt experienced left leg pain after hip replacement surgery in (B)(6) 2009. Pt had 3 spontaneous dislocations between (B)(6) 2009 and (B)(6) 2010. This resulted in ambulation difficulties and an extended period of time off work. Pt was revised (B)(6) 2011 with another product.